Event description:
The user facility reported a patient was taken to the operating room for escalation of therapy from the impella cp to an impella 5.5. The axillary was obtained with 10 millimeter graft followed by left ventricle access with wire and catheter. The impella 5.5 was advanced and the impella cp was withdrawn into the descending aorta. However, the patient went into sustained ventricular fibrillation. Repeated defibrillation, and chemical support was provided. Transesophageal echocardiogram showed worsening right ventricle dilation with worsening ph and lactic acid. The physician elected to support the patient with peripheral venoarterial extracorporeal membrane oxygenation (ECMO). Antegrade access in the right superficial femoral artery was obtained for distal flow to ECMO. Once in the cardiac catheterization lab and after time on full support, the patient was once again defibrillated and broke to normal sinus. Additionally, it was noted of an impella in position aorta alarm. The device position was confirmed in the ascending aorta on echocardiogram. Attempts to re-advance were unsuccessful. The patient remained hemodynamically stable on ECMO. There was no change in pressor/inotrope requirements. The decision to explant at bedside was made and plans to wean the ECMO flows and for decannulation. Ejection fraction was 40% at time of explant and right ventricle function was restored. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.